Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received not deployed. The device ran into an 0x10 alarm signaling that a reset was caused by sawcop expiration. The first prime completed at pulse 21 and the device deactivated at pulse 31. A rotational sensor error was observed in the download data. The device did not run enough pulses prior to deactivation in order to deploy the needle mechanism. The device was reset, connected to a pdm, and delivered a 5-unit bolus. A rotational sensor error was observed in the reset data. The device deployed during the investigation with no issue. Further inspection of the drive mechanism found contamination on the commutator cap. The exact cause of the 0x10 alarm could not be determined. Based on the data and visual inspection of the commutator cap, it was determined that commutator contaminant contributed to the rotational sensor error.